Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, a company representative reported that the patient's father reported the patient was hospitalized for hyperglycemia. The representative said the father indicated the elevated readings were due to a site issue but this was not confirmed. The father gave no further details as the call was disconnected. Further attempts to follow up with the patient were unsuccessful. No product will be returned for evaluation.